Manufacturer narrative:
A field service technician evaluated the machine. All test parameters passed manufacturer's specifications. The data download of the device showed a couple of weigher warnings to the operator and flow problems that the software self-regulated for during the procedure. The manual stopping of the procedure did not allow for the return of the plasma. This accounted for volume loss to the donor. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2013, to report a pcs2 device with description "customer believes that ecv may have been reached without an alarm and would like to have data downloaded and interpreted to determine what occurred. Haemonetics product support received information that the donor went to the hospital." During the process of a double red cell donation, the operator stopped the procedure when it was noticed that a larger than normal volume of plasma was in the bag. The first cycle completed with no issues noted. By stopping the procedure, the red cells were transferred to the collection bags, but approximately 672ml of plasma was retained. Only 155ml of saline returned. The donor reported feeling light-headed and then experienced a brief loss of consciousness followed by vomiting. While being monitored, the symptoms returned and the donor was transported via ambulance to the local hospital. The donor was admitted, treated with i.v. Fluids and released later that same day. The blood center contacted the donor on (B)(4) 2013, who stated feeling better and back at home.